Event description:
In 2002 mentor saline implants: diagnosed with multiple autoimmune disease since getting them. All lab tests came back normal. Was heavily into fitness but weight was gained never lost, extreme fatigue, early menopause, migraines, dry, itchy eyes, etc. Explanted on (B)(6) 2019 and every illness is gone. No more symptoms. Inflammation gone, weight loss daily, toxicity inside my body is going away. None of these side effects were ever mentioned to me. I was told my implants were safe. I had a grade 4 capsular contracture and some of the capsule was attached to my ribs. FDA safety report ID # (B)(4).